Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated last wednesday their legs were hurting so they switched from group c to group a. Patient said stim takes a couple days to start helping, but their legs were better now. Patient said they called last week and was told to monitor the device so they did and on thursday and friday their stimulation was still at 100%, but then on saturday stim went down to 90% and sunday went down to 80%. Patient said stim used to go down 10% a day. Patient also said they normally turn stimulation off when they go to the dentist because they can feel stimulation all the way down to their toes when they lay back on the chair, but this morning they forgot to turn stim off and stim didn't do a thing. Patient confirmed stimulation was on, and intensities on group a were not 0. Agent reviewed stimulation seemed to be working as they were getting relief and group a programming may not decrease as fast as group c did. Agent reviewed to monitor stimulation and documented information given during the call. Agent reviewed best practices regarding locking and unlocking controller.